Event description:
The pump was explanted after an implant duration of 5 months. No reason for the explant was given. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results revealed normal device function. No anomaly found. Returned pump contained morphine sulfate and bupivicane.